Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided. Reference MFR reports: 1221359-2021-01682, 1221359-2021-01692, 1221359-2021-01694.

Event description:
The customer reported 4 false positive results on direct tested nasopharyngeal copan swabs with the ID now covid-19 assay on (B)(6) 2021. This MFR. Addresses patient 3 of 4. Confirmation testing was performed on the same sample and generated negative results. The customer confirmed there was no patient harm due to test results.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1017966 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: 1017966 , test base part number 190-430 / lot: 1017966 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1017966 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided.